Event description:
The facility rep reported a flo-gard infusion pump which over-delivered an unk amount of rocephin on a female pt, infusing in a faster time than the intended 100ml/hr. The rocephin was a piggyback to a primary infusion of saline solution. The infusion was stopped and the pump was swapped out. There was no pt injury, medical intervention necessary, or adverse reaction in association with this event. No add'l info is available.

Manufacturer narrative:
(B) (4). A request for the return of the device has been made. Should the pump be received for eval, a f/u report will be filed upon completion of an eval or if any add'l info becomes available.